Event description:
It was reported that the patient sensed slight electric shocks and had heard intermittent and weak sounds since october 17, 2006. The patient stated that no accidnet or head impact had occurred. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.